Event description:
It was reported that a physician's assistant was receiving sql errors on his dell x50 handheld device. The assistant performed a rest; however the screen would not progress past the error message and he was unable to perform interrogations. The assistant stated that a company representative had visited the site and put the flashcard from his previous handheld device into the dell x50 and that is when the error messages were obtained. A new handheld was sent to the physician and he was instructed to not insert the old flashcard into the new handheld. (B)(4) attempts to obtain the dell x50 with the error messages have been unsuccessful to date.